Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.3 cm diameter abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 20 mm in length. The left common iliac artery was 12 mm in diameter and the right common iliac artery was 16 mm in diameter. It was reported that approximately one year post procedure, the patient presented with back and abdominal pain. A CT revealed a proximal type I endoleak, the physician initially implanted a stent which did not resolve the endoleak. So, the physician decided to snorkel the left renal artery and place an endurant cuff at the level of the higher right renal to gain another centimeter of seal. This was achieved successfully and the final angio revealed no endoleak and a patent left renal artery chimney graft was used. No additional clinical sequelae were reported and the patient is fine. Film analysis review: review of several returned still images showed a pre-implant aneurysm morphology of an angulated neck, with calcification seen throughout. Post-implant image confirms a likely proximal type I endoleak. Post-secondary angio image shows that an endurant cuff has been implanted approximately 1cm above the bifurcate, a stent has been placed within the bifurcate, and the left renal has been snorkeled. A final angiogram was not provided. The cause of the endoleak could not be determined. The angulated, calcified, and conical neck may have contributed.

Manufacturer narrative:
(B)(4) evaluation method: (film). Evaluation results and conclusion: (endoleak). (Anatomy related; angulated, calcified, and conical aortic neck).